Event description:
It was reported by service report that the pt right head side rail would not latch. The customer reported that they did not know if there was any pt involvement or if there were any adverse consequences to report.

Manufacturer narrative:
Result: locking mechanism was jammed.